Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported they had a medical treatment done (they think it was tens) and did not turn stimulation off; ever since the stimulation does not feel like it is working properly. Caller stated after the treatment they felt like the stim turned off and even though they checked it and shows one and tried increasing stimulation, they still don't feel it and are in pain. On the call, caller confirmed that the stim is on and tried increasing and still feel nothing. Caller stated that they think that the treatment they had effected something with their system. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.